Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of misaligned clips. Engineering observed that the jaws of the returned unit were slightly misaligned. It is unknown whether the out of specification feeder was use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely the reported event was caused by the jaws that were observed to be slightly misaligned upon receipt. However, the root cause of the nonconforming jaws could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: cholecystectomy. Durante un intervento di colecistectomia nell'utilizzare la nostra ca500, quando venivano caricate le clip uscivano storte e se si procedeva a chiuderle clippando totalmente, si chiudevano storte. L'operatore ha provato a spararne diverse ma uscivano tutte storte e quindi dopo un tot di clip sparate a vuoto ha sostituito la clip. English translation: during a cholecystectomy, using the ca500 clip applier, upon loading of the clips into the jaws, they were misaligned. To proceed it was needed to close them totally but clips were still closing misaligned. The operator tried to fire several clips but they were all misaligned so after several attempts they changed the clip applier. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. During a cholecystectomy, using the ca500 clip applier, upon loading of the clips into the jaws, they were misaligned. To proceed it was needed to close them totally but clips were still closing misaligned. The operator tried to fire several clips but they were all misaligned so after several attempts they changed the clip applier. Patient status: no patient injury or illness occurred associated with the complaint event.